Event description:
Draeger medical systems has received information from a customer that a patient event occurred while being monitored for cvp, (central venous pressure) using our sc7000 monitor and hemomed pod. The user reported, that a near incident occurred which resulted in the inability to determine the patient's arterial blood pressure and required intervention to normalize the patient's condition. The user facility reported, that the patient recovered without further reports of an adverse outcome.

Manufacturer narrative:
We have requested the return of the cited monitor and associated materials used on the patient at the time of the reported event.